Manufacturer narrative:
Eval summary: an internal eval confirms that this user facility used a plan created with the incorrect poi (point of interest) as the isocenter and used it for treatment. User documentation provides instruction relative to the creation of pois and the appropriate quality assurance checks to prevent this error. No product malfunction has occurred. No known pt injury has occurred. The pinnacle radiation therapy planning system product only allows the user to develop radiation treatment plans and is not a radiation therapy treatment device itself. The pinnacle product performed as intended. There were no product malfunction associated with the reported events.

Event description:
While phillips application support was working with the user facility, it was determined that the incorrect isocenter was used in a pt treatment. The use of this incorrect isocenter caused the dose to be delivered to the incorrect location. The user facility considers this to be a 20% dose error. One fraction of treatment had taken place prior to discovering the incorrect iso center. No product malfunction has been alleged. No known pt injury has occurred.